Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2018, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.

Manufacturer narrative:
This report is submitted on february 28, 2018, (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) in order to reduce soft tissue surrounding the implant. Following revision, the patient was treated with ointment and antibiotics (type not reported). The device currently remains insitu.